Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011. The lead had been dislodged and had tissue on the tip of the lead. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).